Manufacturer narrative:
Device evaluated by MFR.: synergy ii, us, mr 3.0x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found strut rows 5-10 from the distal end of the stent were damaged and deformed. This type of damage is consistent with the stent encountering resistance in an attempt to withdraw the device. The undamaged stent od (outer diameter) measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks noted along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-06828. It was reported that stent damage occurred. A 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the calcified lesion after numerous attempts and the stent struts were damaged. Another 3.00 x 38 synergy ii drug-eluting stent was then advanced but the stent struts were slightly moved and lifted from balloon upon entering a 6fr guidezilla guide extension catheter. The procedure was completed with a third 3.00 x 38 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-06828. It was reported that stent damage occurred. A 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the calcified lesion after numerous attempts and the stent struts were damaged. Another 3.00 x 38 synergy ii drug-eluting stent was then advanced but the stent struts were slightly moved and lifted from balloon upon entering a 6fr guidezilla guide extension catheter. The procedure was completed with a third 3.00 x 38 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was good.